Event description:
As per the surgeon, the gamma nail broke due to non union of the bone and was revised.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. The rmf had considered potential nail breakage. The estimated threshold was not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A successful treatment with an intramedullary nail requires sufficient bone healing during the implantation period. As the implant was not returned for examination it could not be determined if the item had been damaged intra-operatively. In this case nail breakage was observed after an implantation period of approx. 11 months. Additionally, nonunion was confirmed in the operation report of the revision surgery. Potential implant breakage due to insufficient bone healing is clearly pointed out in the labelling. Thus, with available information the cause of the event was regarded being patient related. Referring to available information a more precise statement was not possible from technical point of view. As no pre-, intra- and post-operative x-rays were provided a medical statement seemed not being reasonable. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not verified.

Event description:
As per the surgeon, the gamma nail broke due to non union of the bone and was revised.